Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed to provide values to the central control monitor without user manipulation. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and ther were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.